Event description:
It was reported to philips that the system's shutters were unavailable, preventing fluoroscopy and cine. The user performed two soft reboots, but the issue persisted. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.